Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were not responding. Customer stated that the insulin pump had stuck button alarm. Customer was unable to clear the alarm. Customer stated that they did not pressed the button down for three minute. The customer was not able to scroll. Customer ran the self test and they received failed battery alarm and hardware low level failure alarm. No had requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed displacement test, self test, sleep current measurement, and active current measurement. No button error alarm noted upon testing. No failed battery alerts or power anomalies noted during testing however, pump error 63 alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly.